Event description:
During a total hip replacement a depuy duraloc option cup ref(B)(4) lot 3085756 was implanted. It was reported by attending surgeon on operative notes that after attempting to seat two -2- option cup 28mm 48 or 50mm ceramic insert for metallic cup liners, both liners fractured. Intraoperative complications note the following: "we placed a option cup into the patient in what I thought was perfect position. All the screws were down. We did not tap on the side of the cup at all during the insertion process, and we put in a ceramic liner and it fractured. We put in the next liner, and it fractured as well. Then we saw a small burr on the inside of the cup, which we did not feel that we had done through any intraoperative maneuvers. Therefore, I became uncomfortable with this technology, and I removed the cup and placed another 50 mm pinnacle cup."